Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Adverse event appears to be related to the implant procedure rather than the device which was intended to be implanted. Corrected data: section e initial reporter

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's procedure was abandoned due to bleeding at the insertion site. Initial CT scans showed the presence of a hematoma. Following CT scans showed no further abnormalities.